Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of issues with their sensor. The customer sates that they needed assistance with calibration and insertion. The customer's blood glucose level was 36mg/dl. The customer was advised to stabilize blood glucose level in order to calibrate. The customer treated with juice. The customer's levels had risen to 76mg/dl. The customer would be calling back at a later time.